Manufacturer narrative:
It was reported that the pendant and hi/lo function on the home care bed were not functioning as intended ("the pendant has a shortage in the wiring of the pendant and whenever he tries to raise the head of the bed it does not work"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "the pendant has a shortage in the wiring of the pendant and whenever he tries to raise the head of the bed it does not work".